Event description:
Journal reference: tommasi g, lanotte m, albert u, et al. Transient acute depressive state induced by subthalamic region stimulation. J neurol sci. 2008; 273 (1-2): 135-138. We report the case of a woman suffering from idiopathic pd for 16 years who was psychiatrically healthy. She presented acute transient depressive states related to high frequency stimulation (hfs) of the subthalamic nucleus (stn) and its neighboring anatomical structures, i.e. The substantia nigra, zona incerta and forel's fields. Reportable event: the transient acute depressive states observed in our pt were strictly time-locked to the stimulus, always recurred at an identical voltage threshold on the same contacts (during the same evaluation session), ceased with a few seconds of turning off the pulse generator, were independent of the pt's motor symptoms and of levodopa therapy (ie. With or without drug administration), and were reproducible only with stimulation on, we can reasonably suppose a stimulus-related effect.

Manufacturer narrative:
(See scanned pages).